Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. Monitored with the device communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected cannot find sensor signal messages noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss anomalies, failed battery test alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a replace battery now alarm. Customer's blood glucose value was unknown but in the range of 200mg/dl. Customer stated they received frequent battery failed alarms but was cleared before inserting battery. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.